Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned; therefore, a device analysis cannot be completed and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had fluid in the device at the end of infusion. There was patient involvement, but no patient injury or medical intervention associated with this event. Additional information was requested and is not available.